Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was not attached properly. There was unknown patient involvement.

Manufacturer narrative:
D3: correction d9: 31-oct-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed, and the latch lock sensor circuit was not working properly. The dso seal and latch sensor were both replaced.